Event description:
Additional information received indicates that the ventilator was returned for further investigation.

Manufacturer narrative:
H3: findings / root cause: the customer's reported issue was not able to be confirmed through the log file analysis tool. No functional or performance issues were found during fa lab investigation. Disposition: the returned unit will be placed on hold.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilator was having ui interface issue. Unit will need new main electronics. It is unknown if there were any patient involvement.